Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user powered off the ilet after running out of insulin and, upon returning home to change supplies, could not power it back on until it was placed on the charger; the user then completed a supply change with assistance after initially inserting the cartridge upside down, which prevented attachment of the luer connector until corrected. Symptoms included hyperglycemia with a reported peak of 218 mg/dl and alerts for elevated glucose, lasting approximately 1.5 hours without ketone testing, backup therapy, medical intervention, or immediate health effects. Outcomes included transient elevated glucose that resolved after insulin delivery resumed. Investigation included telephone-based troubleshooting and user education on proper start-up, charging to power on, correct cartridge orientation, insertion order, tubing fill, site insertion, and cannula fill. Investigation of this case revealed user-related use error involving device shutdown without alternative therapy, failure to charge to power on, and incorrect cartridge orientation, with the device functioning as designed once charged and supplies were correctly installed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device and process adherence.